Event description:
A report was received that the patient underwent an ipg replacement due to the ipg depleting quickly following a revision. A database was analyzed and premature battery depletion was confirmed. The patient is reportedly doing well following the revision.

Event description:
A report was received that the patient underwent an ipg replacement due to the ipg depleting quickly following a revision. A database was analyzed and premature battery depletion was confirmed. The patient is reportedly doing well following the revision.

Manufacturer narrative:
The returned ipg passed visual, electrical, performance and photographic imaging tests. The complaint of premature battery depletion was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Manufacturer narrative:
(B)(4).